Event description:
It was reported that there were "unexplainable" occurrences of "off situations" with the device. It was noted that there were "many military facilities in the area with many towers."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).